Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28mm mitral annuloplasty ring was implanted and explanted during the same procedure and replaced with a valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for implant and explant during the same procedure was the patients native valve exhibited mitral regurgitation after implant of the ring. If information is provided in the future, a supplemental report will be issued.